Event description:
A sales representative replaced a unit at a patients home and while upgrading the softer version of the unit, a ventilator inoperative condition occurred. The device was received and evaluated by the manufacturer and it was confirmed that a vent inop condition occurred. The software version upgrade had failed causing this alarm to be generated.